Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the site¿s nurse called technical support (after they converted the procedure to laparoscopy) and reported that the system experienced a non-recoverable 40241 error followed by error 316. Customer was not able to power the system off and patient side cart (psc) at the time as it was above the patient and not able to be reversed. System was not connected to onsite. Technical support engineer (tse) walked customer through placing the psc in manual mode and reversing it from patient, and then hard power cycle system. The error then did not persist. Technical support engineer (tse) was able to assist customer in connecting system to onsite and log review did not locate error 40241 but confirmed error 316 and other communication errors in logs. Customer confirmed no blue fiber cable was looped back on the core and no simulator was in the operating room. Customer confirmed there were no blue fiber cable issues or disconnects during case. The procedure was completed laparoscopically with no patient harm. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the error. Fse removed and replaced the universal motion controller (umc) to resolve the issue. The system was tested and verified as ready for use. Isi has received the umc, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse). Investigation revealed the following possible related system errors 307 and 316 related to node communication and connection issues. A procedure log review confirmed the mediastinal mass resection occurred on (B)(6) 2022 via system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to traditional laparoscopy after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. The cfg umc was returned for failure analysis, and the reported failure could not be replicated. The umc was installed and tested on the printed circuit assembly (pca) test system, and it started up without any error. The boom and universal surgical manipulator (usm) moved the full range of motion without any issue. Clutch mode test, set up joint (suj) switches and usm switches test, passed. Camera motion control, emergency stop, and deploy for draping were tested, and it passed. Voltage and current were verified, and all are within range. The system was power cycled 150x and all passed. The umc remained on the test platform for 7 days in normal operation, and there was no error reported.